Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for stent post-dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery.

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for stent post-dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported.